Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, implantable pacing lead, implanted: unknown. A 5568-53, implantable pacing lead, implanted: unknown. (B)(4).

Event description:
Follow-up information indicates the issue was with the lead and not the device.

Event description:
It was reported that the patient presented to the emergency room near syncope, with complete heart block and a heart rate of 30 beats per minutes. There was loss of capture, and both atrial and ventricular impedances were out of range high in bipolar but within normal range in unipolar. The right ventricular (rv) lead was tested on the analyzer and tested fine in unipolar but there was no capture and out of range high impedance in bipolar. The atrial lead tested out fine in both unipolar and bipolar. The physician believed there was a device header issue. The device was explanted and replaced, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Impedance was steadily increasing from approximately 500 ohms in (B)(6) 2011 up to over 2000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.